Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a pacemaker changeout, the lead exhibited "bad measurement-values." Therefore, the lead was replaced.